Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that was having issues with the infusion set. Customer had to change it 3 times in 1 day because her blood glucose level was going low. Customer's other blood glucose level was 40 or 50 mg/dl. Customer treated with glucose tablets and juice.